Event description:
It was reported that during a procedure to treat a lesion in the proximal, mid, and distal right coronary artery (rca) with mild tortuosity, heavy calcification, and 90% stenosis, a xience prime stent was implanted in the proximal segment of the rca. Another xience prime stent was implanted in the distal segment of the rca. A 3.5x28 rx xience prime stent delivery system (sds) was advanced in an attempt to treat the mid segment of the rca but could not cross the previously implanted stent in the proximal rca. Reportedly, force was applied and the proximal shaft of the 3.5x28 rx xience prime sds kinked. The sds was withdrawn from the patient anatomy without resistance and the proximal shaft of the sds separated outside of the patient anatomy. A 3.0x12 rx xience prime was then advanced but could not cross the previously implanted stent in the proximal rca. The procedure was stopped and no stent was implanted in the mid segment of the rca. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional reported information indicates that the 3.5x28 rx xience prime was a 3.0x28 xience prime.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: extra support; sheath: terumo; stent: xience prime (x2). Distal to stent and excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation and kink/bend were confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime instructions for use (IFU) states: when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The IFU further cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The IFU deviations likely contributed to the reported difficulties.